Event description:
Event description cpi received information that due to inappropriate shocks, the physician elected to perform a lead revision. The endotak down-sized lead (0125) was removed from service due to a lead break. Another (0125) and a (4441) lead were implanted.